Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal instrument would not open. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm synchroseal instrument for failure analysis investigation. The instrument was analyzed and was found to be missing from its normal position. The jaw cover was not returned. Components adjacent to this missing jaw cover showed scratches on the jaws.